Event description:
It was reported that externalized conductors were observed on the rv lead via diagnostic imaging during a generator changeout. Patient was asymptomatic. No electrical anomalies were detected. Lead was capped with no adverse consequence to the patient.